Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the carbon bridge to resolve the issue. A2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section h6: component code 4756 is used for the carbon bridge. Beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erroneous low patient results for sodium (na) on their au5800 clinical chemistry analyzer. The low patient results were reported out of the laboratory. As a result, medication for one (1) patient was changed. The customer was treated for hyponatremia. The customer confirmed there was no harm to patient due to change in patient treatment. No additional information was provided. The customer did not provide patient data or demographics. There was no report of death associated with this event.